Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received a no delivery alarm due to forgetting that reservoir was low. Customer was not successfully able to connect infusion set. Customer's blood glucose was 486 mg/dl, which was treated with insulin pump and manual injection. Customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Customer was able to change infusion set. Customer was advised that no delivery may have been caused by set / reservoir occlusion.